Event description:
It was reported that the mdu hand control shaver overheated during a knee scope procedure. A backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating could not be confirmed. The right button was collapsed and mdu did fail for hand piece error when it was inserted into the test control unit. After the button was unstuck the product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product and overheating did not occur during functional testing. All functions performed as expected. A review of the device history record was performed which confirmed no inconsistencies.